Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient presented to the hospital with acute decompensated heart failure with reduced ejection fraction in the process of an open-heart transplant work-up and was brought to the operating room for an impella 5.5 placement. It was reported on (B)(6) 2025 during impella 5.5 support there were alarms for suction due to the patient¿s low volume and the patient was treated with intravenous albumin to resolve the issue. Additionally, on (B)(6) 2025 the nurse reported there was intermittent brief disappearances of the placement signal with no alarm present on the automated impella controller (aic). As a result of the issue, the nurse swapped the aic for another console and resolved the issue. The impella device was subsequently weaned and explanted successfully, and the explant was not performed earlier than planned as a result of the complication. This complaint involves one automated impella controller and one impella 5.5 device: impella 5.5 with serial number (B)(6). Automated impella controller with serial number (B)(6). This MDR specifically addresses automated impella controller with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.